Event description:
No additional information was provided.

Manufacturer narrative:
(B)(4). Supplemental MDR - barrel / flange damaged. As neither a lot number nor a sample was available for this incident, a complete investigation could not be performed. Based on the limited investigation results, a cause for the reported incident could not be determined. Complaints received will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd syringe 10ml ll bns barrel / flange was damaged. The following information was provided by the initial reporter: material#: 301029, batch#: unknown. Rcc received a complaint via email. Product description summary: it was brought to my attention today that there have been several syringes in the cath packs which have been defective. Dr. Has had at least 3 recently. They have holes along the barrels which causes blood to go everywhere when ejecting it from the syringe. Event date: 03-26-2025, complaint quantity: 3, sample available: no, investigated component lot number: unknown, was there an injury: no, was there a death: no.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.